Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported her freestyle freedom meter did not turn on with test strips insertion. Customer reported experiencing symptoms of headaches, sleep difficulty and frequent urination. Customer reported visiting her doctor who treated customer with insulin. Customer also reported drinking juice to counteract her symptoms. There was no report of diagnosis, death or permanent impairment associated with this case.